Event description:
During a compliance investigation, olympus became aware that on or about july 20, 2021, an olympus field service engineer (fse) identified an error in an off-label way that the customer automatic endoscope reprocessing (aer) machine was configured. It was reported the aer was using connectors from a jig while reprocessing endoscopes. The jig (rv111100) is noted to be a separate device meant only for use when cleaning the aer basin. It is unknown who configured the connectors onto the aer, and it was observed that the connectors from the rv111100 were missing. It is unknown if there was any impact to any patient or other person, however, no death or injury has been reported to olympus.

Manufacturer narrative:
The referenced aer is not expected to be returned. However, the investigation is in progress. If any additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the user deviated from olympus recommendation in device handling and reprocessing steps. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "the preventive measures are included in in gif/cf/pcf-190 series reprocessing manual chapter 7 reprocessing endoscopes and accessories using an automated endoscope reprocessor/washer-disinfector.". Olympus will continue to monitor the field performance of this device.